Event description:
Customer called stting that meter was reporting erratic results. An evaluation of the system was conducted over the phone which detrmined that the meter was performing within specifications.